Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating had a blank display. The customer¿s blood glucose level was 389 mg/dl. Customer stated that the display was not blank less than 30 seconds. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating noted. Device received with corroded battery tube and corroded motor home switch.